Event description:
It was reported that approximately two weeks post implant the patient experienced pericardial effusion and perforation. The right atrial (ra) lead and right ventricular (rv) lead were revised and moved to another position, remaining in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.